Event description:
When removing the cypher stent delivery system from the packaging, the tech bent the hoop and then bent the stent hypotube. The physician then bent it back and broke the hypotube. The age and gender of the patient is unknown. There was no damage noted to the outer packaging. The product was opened in a sterile fashion. The product looked normal prior to the tech removing the device from the packaging. During removal from the package, the tech bent the protective tubing housing the stent delivery system (sds). The sds was removed at an angle causing the device to bend. When the physician bent the device back to its normal position, the device broke into two separate pieces. The device was not used in the patient and was never taken off the prepping table. A same size sds was pulled and the procedure was successfully completed. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Information received from a sales representative indicated that removing the cypher stent delivery system from the packaging, the tech bent the hoop and then bent the stent hypotube. The physician then bent it back and broke the hypotube. There was no damage noted to the outer packaging. The product was opened in a sterile fashion. The product looked normal prior to the tech removing the device from the packaging. During removal from the package, the tech bent the protective tubing housing the stent delivery system (sds). The sds was removed at an angle causing the device to bend. When the physician bent the device back to its normal position, the device broke into two separate pieces. The device was not used in the patient and was never taken off the prepping table. A same size sds was pulled and the procedure was successfully completed. There was no reported injury to the patient and the device was not returned for evaluation. The product was not received for evaluation and testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the product the reported customer complaint could not be confirmed, however review of the information provided suggests user handling may have contributed to the reported event.